Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed a sensor error. Troubleshooting was performed. When the customer removed the sensor, it was without a cannula. The customer¿s blood glucose during the incident was 213 mg/dl. They inserted a new sensor, but the alarm recurred. Tests were performed and the sensor worked normally. The sensor will not be returned for analysis.